Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files did not find any other report with the possible lot numbers (942966 or 942990). The device was returned to vasorum ltd. For examination. Device analysis revealed damage to the proximal end of the guide-tube most probably caused by over-bending of the guide-tube during the deployment phase. It is however difficult to determine what factors may have contributed to the issue experienced. The implant was ejected into the artery and the artery re-accessed to snare and remove the implant. To the knowledge of the reporting party, there was no further consequences for the patient. A review of the lot records did not identify any non-conformances or issues during the production of either lot. Therefore, no corrective action will be taken at this time. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted. Health effect - clinical code 4581 was used as no other feasible code was found for the preferred term "minor bleeding at puncture site". Investigation findings code 4247 was used as no other feasible code was found for the preferred term "device damage caused by abnormal use".

Event description:
It was reported that the physician attempted to use a 5f celt acd to close a 5f arterial puncture. During the step to deploy the proximal wing the customer reported that the device "kept spinning" and didn't "click". The physician then ejected the implant in the artery. Bleeding was seen and managed with manual compression. It was not reported whether there were ischemic symptoms in the patient or not. The operator then decided to re-access the arterial system to successfully snare and remove the implant. To the knowledge of the reporting party, there was no further consequences for the patient. The delivery system was returned and examined by vasorum ltd's r&d department.

Event description:
It was reported that the physician attempted to use a 6f celt acd to close a 6f arterial puncture. During the step to deploy the proximal wing the customer reported that the device "kept spinning" and didn't "click". The physician then ejected the implant in the artery. Bleeding was seen and managed with manual compression. It was not reported whether there were ischemic symptoms in the patient or not. The operator then decided to re-access the arterial system to successfully snare and remove the implant. To the knowledge of the reporting party, there was no further consequences for the patient. The delivery system has been returned to vasorum ltd for examination and the report is being finalized.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files didn't find any other report with the possible lot numbers (942966 or 942990). The device was returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initiall report being submitted by vasorum ltd. Health effect - clinical code 4581 was used as no other feasible code was found for the preferred term "minor bleeding at puncture site".